Event description:
Discordant, falsely elevated carbon dioxide liquid (co2_l) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were lower than the initial results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_l results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant, falsely elevated carbon dioxide liquid (co2_l) results were obtained on three patient samples on the advia 1800 instrument. Additionally, the customer reported that the instrument produced vacuum pressure errors (error code:6034). Quality controls (qc) were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted dilution pipetting probe (dpp) alignments to wash ports, trays and ion selective electrode (ise), performed buffer prime and tightened all ise fittings. Then, the cse cleaned and unclogged all dilution tray wash unit (d-wud) and reaction tray wash unit (wud) waste probes and skimmers. Next, the cse ran wash 2 and ise calibration which recovered acceptably. The customer ran calibration and quality controls, which recovered acceptably as well. Siemens concluded that the potential cause of discordant falsely elevated co2_l patient results is due to an instrument in need of routine service. The instrument is performing according to specifications. No further evaluation of this device is required.